Event description:
Kerrison instrument with bioburden. During sterilization retained bioburden from inner part of instrument made its way out. Kerrison removed from service and taken apart to investigate (not recommended per IFU-instructions for use).